Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2011 and a 2nd strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00262 (allergan complaint (B)(4). This MDR is being submitted for the 2nd strattice.

Event description:
This is follow up#1 to report on 16/feb/2024, pmqa received the plaintiff profile form reporting there is no complaint against the 2nd strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2011 and a 2nd strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID#: 1000306051-2023-00262 (allergan complaint#: (B)(4). This MDR is being submitted for the 2nd strattice.